Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pulse generator, (B)(6) 2012; 4568 implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that both, the right ventricular (rv) lead and the atrial lead, had high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.